Event description:
A home patient's dialysis nurse reported that a transfer set had disconnected from the patient connector during therapy. The home patient (hp) reportedly reconnected the transfer set to continue therapy. Per the hp's nurse, the home patient was hospitalized for peritonitis and was treated with 2 g vancomycin i.p., 500 mg levoquin p.o. And an unknown dose of gentamicin per the hp's nurse, the peritonitis subsided and the patient was discharged the next day.